Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). The result from the laboratory was 2.4 inr and the result from the meter was 3.2 inr. The laboratory method was not known. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Relevant retention test strips (lot 330462) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 330462) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Medwatch fieldsdevice evaluated by MFR have been updated.